Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the right ventricular lead exhibited chronic loss of capture. All other electrical measurements were normal. The patient was admitted for a lead extraction procedure. During the procedure, the pulse generator was explanted since it was difficult to disconnect it with the right ventricular lead. Both the pulse generator and the right ventricular lead were explanted and replaced. The patient left procedure in good condition, and would be followed up normally.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found. The atrial set-screw was not returned. Without the set-screw to examine, the caused the problem with untightening the set-screw could not be determined.